Event description:
A "check again in 10 minutes" error message was reported with the adc device, and the customer was unable to obtain readings. As a result, the customer experienced tiredness and a seizure. The customer was provided grape juice for treatment by a non-healthcare professional. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Product has been returned and investigation is in process. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "check again in 10 minutes" error message was reported with the adc device, and the customer was unable to obtain readings. As a result, the customer experienced tiredness and a seizure. The customer was provided grape juice for treatment by a non-healthcare professional. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Data was extracted using approved software, and extraction was successful. Sensor data was analyzed and no abnormalities were observed with the sensors data. Therefore, this issue is not confirmed due to lsa (late sensor attenuation). An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Section d4 (serial number) was updated from (B)(6)to (B)(6). All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Data was extracted using approved software, and extraction was successful. Sensor data was analyzed. No abnormalities were observed with the sensors data. Sensor state 7 with event code 11 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance as the data is consistent with lsa (late sensor attenuation) termination in which physiological issues from the user have degraded the sensor tail which can degrade readings. As a result, the sensor recognized this attenuation and terminated to protect the user from unreliable glucose values. Therefore, this issue is not confirmed due to lsa. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "check again in 10 minutes" error message was reported with the adc device, and the customer was unable to obtain readings. As a result, the customer experienced tiredness and a seizure. The customer was provided grape juice for treatment by a non-healthcare professional. No further treatment was reported. There was no report of death or permanent impairment associated with this event.